Event description:
It was reported to philips that the longitudinal movement of the c-arm was unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that c arm cannot move to left or right. Upon troubleshooting, the philips remote service engineer (rse) checked the system and found motorized movement unavailable during beam longitudinal frontal movement. The philips field service engineer (fse) went onsite and checked logfile, found position slipped on longitudinal motor. To resolve the issue, fse added shim on the driver and paste tape on the ceiling rail bottom. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.